Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.